Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported during a post approval study conducted in the united states, title: randomized trial of drain antisepsis after mastectomy and immediate prosthetic breast reconstruction trial number (B)(4). Patient 7 experienced a deep surgical site infection 165 days postoperatively. Cultures were not obtained from the infected site. The abscess fluid revealed it was positive for mycobacterium fortuitum. The tissue expanders were explanted due to the deep surgical site infection. The precise date of these events was not provided.